Manufacturer narrative:
The complaint product was not analyzed since it was discarded at the hospital. However, we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found and no similar event has been reported with this lot number globally so far. The physician determined this adverse event related to op-05d is "serious" and causal relationship as "suspected". In response to the administration of anti-allergic medication via intravenous injection, we also evaluated the severity of the event as "serious." Furthermore, we classified the symptoms as "hypersensitivity," and determined that facial flushing and dyspnea were accompanying symptoms. With regard to the causal relationship, we assessed the association with op-05d as "suspected." This assessment is based on the recurrence of symptoms indicative of hypersensitivity. Specifically, the patient experienced dyspnea and severe abdominal pain on september 19 during simple plasma exchange therapy conducted using only op-05d. This adverse event will be reported under MFR report #8010002-2025-00030. As for a hypersensitivity, anaphylactoid reaction is described in IFU "e. Precautions 13. Monitor the patient constantly during treatment with the plasmaflo¿ op-05w(a). In the event of any of the following during treatment, immediately ensure the safety of the patient and take appropriate measures in accordance with the directions of the responsible physician. Presence of hemoglobin in separated plasma, due to hemolysis. The other potential reactions due to available substitute fluid such as fresh frozen plasma, plasma protein fraction are anaphylactoid reactions, hypocalcemia and infection. " we will continue to monitor the occurrence of similar events carefully.

Event description:
This adverse event occurred in japan during the administration of immunoadsorption therapy to a patient. The op-05d was used as membrane-type plasma separotor. This model is identical to the op-05w(a), which is marketed in the united states. Immunoadsorption therapy was performed using the membrane-type plasma separator op-05d and the plasma component adsorber immusorba tr-350. Approximately 10 minutes after the start of treatment, when the processed volume reached 278 ml, the patient developed facial flushing and dyspnea. The treatment was immediately discontinued, and an intravenous injection of an anti-allergic drug, dexchlorpheniramine maleate, was administered. The patient's spo2 was 90%. There was no marked hypotension; the diastolic blood pressure remained in the 60 mmhg range, and the systolic blood pressure ranged from 90 to 100 mmhg, showing no significant deviation from baseline values.